Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09410. It was reported that the patient experienced an infection. The incisional scar was red and warm to the touch. Additionally, drainage, pocket erosion, and right ventricular lead erosion were noted. The system was removed. The patient was in stable condition.